Event description:
The patient reported exposed wires of the power extension cable. The unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspection of unit revealed the power supply cable had a broken insulation jacket at the female connector and the power supply strain relief boot. There was no damage to the power extension cable. The cause of the reported damage could not be conclusively determined.